Manufacturer narrative:
Section d9: device available for evaluation: yes. Section d9: return to manufacturer: 7/21/2021. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptics, which is consistent with a lens that was handled during explant. The lens was cleaned, and cosmetic issues (scratches) were observed on the optic body, which can be attributed to handling and cannot be confirmed to be related to manufacturing. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. Historical data analysis: a search of complaints revealed no other complaints have been received for this production order number. Conclusion: as a result of the investigation, there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Telephone number: (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zxr00 intraocular lens (iol) was explanted from the left eye (os) in a secondary surgery due to mechanical complications with the lens. At explant there was no surgical intervention, vitrectomy, sutures or incision enlarged. There was no injury indicated. Another johnson & johnson lens was implanted as a replacement, same model, but lower diopter 21.5. The patient is doing fine. No other information was provided.